Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pacing impedance and thresholds measurements were observed during device follow-up. The rv lead impedance had gradually increased from approximately the 500 ohms range to approximately 1200 ohms, while the rv pacing threshold increased from approximately 1.5 v to the mid-to-high 2 v range. Technical services (ts) reviewed the available device data and noted evidence suggestive of intermittent loss of rv capture. Ts recommended to perform further clinical evaluation and the system was subsequently reprogrammed. No adverse patient effects were reported. This rv lead remains in service.